Event description:
Customer called to report blood pump alarms during empty bowl phase of 4th cycle. Customer stated she has done 1 saline bolus but the alarm continues to occur. Customer was advised to check all parts of the kit for any clotting or occlusions, but did not observe any. Customer was suggested to disconnect the collect line from patient and run saline bolus into another receptacle. Customer restarted the procedure but the alarm continued to occur. Customer ran three saline boli, but blood pump alarm continued to occur. Customer was suggested to abort the treatment and not return any blood/products to the patient until it was confirmed that the kit did not contain any clotting and customer agreed. Therakos followed up with the customer on (B)(4) 2014. Customer stated that after aborting the treatment, the kit was inspected and clots were observed in the centrifuge bowl and that blood was returned only from the plasma return bag and recirculation bag as there was no clotting found in the fluid logic module. The patient was reported to be in stable condition. However, the customer also stated that the patient was going to be give 2 units of blood. The customer chose not to return the kit for analysis.

Manufacturer narrative:
A batch record review of lot c737 was performed and there were no non-conformances related to this complaint type. The lot met release requirements. At the time of the investigation, no trend was detected for "clot observed" and "blood pump error alarm." CAPA (B)(4) was initiated for "blood pump error alarm" and closed as effective. The product was not returned for analysis; therefore, it could not be determined if this specific product met specifications. The assessment is based on information available at the time of this investigation. Complaints are monitored through tracking and trending. Any detected trend is addressed through the CAPA/continuous improvement process. This case is being reported due to the medical intervention (unplanned blood transfusion). (B)(4).